Event description:
My (B)(6) son was diagnosed with a medical condition that causes him to wet the bed. His pediatrician recommended the use of an enuresis alarm. I purchased a malem ultimate bed wetting alarm from (B)(6). Although the alarm arrived without any damage and in new package. It has not worked correctly. Upon inserting batteries, the alarm begins to randomly vibrate. It appears that something is caught between the electronics and the plastic case. This vibration is intermittent and not the regular vibration of the alarm. Further, it takes about 45 mins for the alarm to get extremely hot. I noticed the vibration but put it on my son which was a mistake. The alarm got hot within 45 mins and burnt him. He was in pain as I treated him. The alarm has stopped working after the incident. It is possible that some electronics that caused the heating burnt the inside of the product. The batteries leaked from the underside of the alarm and spread on my son's clothing. FDA safety report ID# (B)(4).